Event description:
This report now summarizes 2 malfunction events, instead of 3.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced litter is difficult to raise/lower, which is not reportable. Section h codes have been updated.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.